Manufacturer narrative:
Site neuro coordinator, (B)(4) declined to provide patient information. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A site biomed representative reported that while in a spine procedure, their navigation system was not communicating properly with the imaging system. No further details regarding this issue, or specifically when it occurred, were provided. An alternate navigation system was brought in to be used to continue the procedure to completion. Delay in therapy was approximately 15 - 20 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Correction: manufacturer updated to proper value.